Manufacturer narrative:
(B)(4). Date sent: 07/23/2021. D4: batch # 185a20. Analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ec45a device was returned not sterile, with no apparent damage and with a tyvek along with the device. Further analysis showed that the artwork on the tyvek belongs to an ec45a device and the device belongs to an ec60a. Also, the lot number and batch number were review on our quality tracking system and no relation were found. However, due to the package was received open no conclusion could be reached as on what caused the reported event. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 8/18/2021 the account provided a photo image. This is an analysis for a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows label on a box of product code ec45a, lot # v94f4r and exp. Date: 2024-02-29. Based on the photo review, the event describe cannot be confirmed, since only a box was observed. Therefore no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. As part of the ethicon endo surgery quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information received: a maude event report, # mw5101603w report was received at ethicon on 6/21/2021. A lot number, v94l89, was provided on the maude event report. A manufacturing record evaluation was performed for this finished device lot number, and no non-conformances were identified. (This is second lot number received. First lot number, v94f4r, was reported by rep. See lot history review below for this number. A manufacturing record evaluation was performed for the finished device lot number v94f4r, and no non-conformances were identified.

Event description:
It was reported that during a vats wedge resection, the surgeon asked for a 45mm stapler (ec45a). The staff retrieved an ec45a, opened the outer box and removed the stapler. The circulating nurse confirmed the expiration date and that the stapler was an ec45a on the tyvek covering. The scrub tech took the stapler and loaded a blue 45 reload (gst45b). The surgeon placed the stapler on tissue, closed the jaw and just as he began firing the stapler, the scrub tech noticed the ¿60¿ on the handle of the stapler and yelled ¿stop!¿ the stapler was an ec60a. The surgeon utilized the reverse button, drew back the knife and removed the stapler from the patient. The staff confirmed that both the box and the tyvek wrapper said ec45a. Later investigation revealed that the box and the tyvek had different lot numbers. A new ec45a was opened and completed the procedure. The ec45a¿s were inspected in the hospital later in the day and confirmed that all boxes have the correct stapler in the packaging. The case was delayed by ten minutes but completed with no patient consequences.